Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted to place a leadless implantable pulse generator (ipg), but encountered high thresholds during the initial placement. The physician attempted to reposition the device multiple times, but encountered the same high thresholds each time. The device was removed, and a transvenous system was implanted. No patient complications have been reported as a result of this event.